Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial (ra) lead was implanted after the use before date (ubd). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).